Event description:
In aug 2005, kinetikos medical, inc., was informed of the explant of a wrist fusion system implant in 2004, five months following its original implant date in 2003 owing to pain that resulted from non-fusion of the carpus. The explanted components were not returned to kmi for evaluation. Lot information was used as the primary source for the investigation that followed. In aug 2005, kmi was notified of an explant of a wrist fusion system (spider plate and screws) performed in 2004 by dr. The explant was performed to address pain in the carpus. The original implant date was determined to be on an unspecified date in 2003.